Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 9 days of data (B)(6) 2020 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2020 from 2:03:33 (the first event in the log file) to 2:03:50 and from 2:07:13 to 2:07:44, and on (B)(6) 2020 from 1:14:57 to 1:15:32 due to losses of power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power. The alarms were resolved when power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the patient recently visited their sister and moved the mpu (serial number: (B)(6) to her house; the account indicated that the alarms may have been due to the patient not plugging in the mpu correctly at this time. The provided information indicates that the reported event may have been due to the mpu being disconnected from ac power or not being plugged in correctly; however, the root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The device history records revealed that the mpu was shipped with a locking ac power cord. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including no external power, power cable disconnect, and backup battery fault alarms, and the actions to take when the alarm occurs. The heartmate iii patient handbook was available for use at the time of the event. Section 3 of the patient handbook, entitled ¿powering the system¿, addresses how to properly plug and unplug the mobile power unit. The heartmate iii patient handbook and the heartmate iii instructions for use (IFU) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a couple no external power alarms and did not recall what happened. Log file analysis observed multiple no external power alarms while the device was connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. Additional information stated that the patient recently went to visit sister and did move his mpu to her house and maybe he did not plug in correctly.